Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 24 synergy ii drug-eluting stent was selected for use. However, while removing the stent protector, the stent came off of the stent delivery system. The procedure was completed with another synergy stent. No patient complications were reported.